Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was an operational test failure.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the customer was unable to use the device correctly due to an operational test failure. An operational test was performed, and the device was returned to good condition. The customer was also advised on how to handle the device correctly. The device remains at the customer site, and no further evaluation is warranted at this time.